Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have had chronic high shock lead impedance measurements. A procedure was performed for a normal generator replacement. During the procedure, a 5 joule shock was delivered. Impedances were 117 ohms. A full energy shock was then delivered and an alert (code 06) was observed. There were no episodes and no data about the shock. Boston scientific technical services (ts) recommended device replacement (which is where patient was at time of testing). Ts discussed testing the shock lead with the replacement device to confirm its integrity. The lead tested normal with the new device and remains in service.